Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2014-14288). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device exhibited premature battery depletion. Review of session records noted that the device had charged multiple times and delivered several therapies over the life of the device. The device was explanted and replaced.